Event description:
Surgifish was used in a surgical procedure performed on a bariatric case (gastric stapling). The surgifish is a supply (piece of rubber) that is used between the viscera and an organ/vessel. The surgifish is yellow in color and did not have an attached string and ring to assist with item location in the abdominal cavity. The item was left in the pt. Because it is not radiopaque, it does not show up on x-ray. It was discovered three months later in an unrelated surgery at another hospital. The item perforated the bowel in two areas. The pt had several hosp admissions complaining of abdominal pain and nausea prior to the detection of the foreign body.